Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old patient who had essure (batch no. 645015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), the first episode of dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexualintercourse)"), abdominal pain lower ("cramping"), coital bleeding ("bleeding with intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on(B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, abdominal pain lower, coital bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, coital bleeding, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 6-nov-2009: total bilateral occlusion most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cramping, bleeding with intercourse, abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old patient who had essure (batch no. 645015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizures. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), the first episode of dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexualintercourse)"), abdominal pain lower ("cramping"), coital bleeding ("bleeding with intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of dyspareunia, abdominal pain lower, coital bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, coital bleeding, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2010. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.